Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood (not obstructed) on the proximal conductor and blood on the distal end of the electrode. There was a breached cut and cosmetic cut on the outer insulation and visual analysis noted there was apparent explant damage. (B)(4).

Event description:
It was reported that within one day post implant, the patient felt uncomfortable and it was confirmed the right ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.